Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a (B)(6) 2020 tmt fusion/lapidus procedure the surgeon was implanting a ar-8730-42h, compression ft screw, and after approximately 30mm was inserted the screw broke. The 12mm piece was retrieved but the 30mm that was inserted was left in. The screw was crossing the fusion site. Sales representative states surgeon would have liked more compression from the screw be did not think taking it out was the best option. Surgeon plated over the site to stabilize. No additional or larger incision were needed. The original plan was to use a headless screw across the fusion site for compression and a plat to stabilize. The technique remained the same but with not as much compression as was originally planned. Retrieved piece was discarded by the scrub tech.